Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens diopter -6.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. The lens was explanted on the same date in a separate surgery. At a later date an alternate lens was implanted and the problem was resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).